Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that broken bd IV tubings.

Manufacturer narrative:
One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the y-site directly below the pumping segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause identified for the separation between the tube and the 2nd arm of smart site component is equipment malfunction or oval tubing. Work is being done on the development of the tube cutting method to improve its handling and prevent supplying oval-shaped tubes to the production lines. A quality alert was created to make aware to the people involved in the operation of this bonding. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.